Manufacturer narrative:
This report is submitted on may 17, 2019.

Event description:
It was reported that the patient experienced fluctuating impedances with device activation and subsequently was administered a topical steroid and antibiotic.